Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the shock button on the device is not working. Remote support from the customer care solution attempted to get in contact with the customer to resolve the reported issue; however, the customer was initially unresponsive. The customer then requested the case be closed and stated they would be unable to move forward with this case. No further information was available. Based on the information available there is insufficient information to confirm the reported problem or determine the cause of the reported issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer requested the case be closed and stated they would be unable to move forward with this case. No further information was available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the shock button on the heartstart mrx device is not working. There was no reported patient involvement.